Event description:
It is reported that the cuff was in pt's body, but the catheter glide in and out of pt's body, therefore, it was replaced with new catheter.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscope examination confirm a complete separation of the surecuff/ heat sleeve from the catheter. The detached heat sleeve/surecuff exhibits a blood and tissue residue imbedded in the dacron material. The heat sleeve/surecuff has detached from the catheter. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.